Event description:
It was reported by service report that the brakes could be engaged on either side but the brake pedal was spongy and had difficulty returning to the release position in the race track. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Result: brake crank assembly.